Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system was not turning on. During troubleshooting, the rse suspected that there was an issue with the cmos battery of the host pc. With the support of local technician, the cmos battery of host pc was replaced. After replacement of the cmos battery, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system did not power on successfully. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.